Event description:
The ge oec 9800 fluoroscopy system had several occasions where the system stopped x-ray exposure. A reboot restored function. Also noted regulator filament error codes.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-seated the backplane and pcbs. The filament driver pcb was replaced and configuration and calibration files re-loaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.